Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn since the evaluation of this device is ongoing. The manufacturing records were requested since the lot number was provided. Placeholder.

Event description:
On (B)(6) 2013, while inserting a locking screw (lcp coha set) the tip of screwdriver broke. Part 03.114.009 concerns an assembly group, but only screwdriver (part 03.114.010, lot 7010083) was sent for investigation, the holding sleeve was not available. This is 1 of 1 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed that synthes monument assembled the stardrive screwdriver shaft w/holding sleeve/t4/66mm, part number 03.114.009, lot number 7054679. There were no mrrs, ncrs, or complaint-related issues with this lot. 25 parts were released to the warehouse on october 09, 2012.

Manufacturer narrative:
An investigation showed that the tip is broken off. The review of the production history revealed that this instrument is manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on the findings we have to assume that high applied mechanical force during screw tightening caused the breakage.